Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that, during the replacement procedure of the non-boston scientific device, this right ventricular (rv) lead was surgically abandoned due to a product performance issue. This lead was successfully capped and a new lead was implanted instead. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that, during the replacement procedure of the non-boston scientific device, this right ventricular (rv) lead was surgically abandoned due to a product performance issue. This lead was successfully capped and a new lead was implanted instead. No additional adverse patient effects were reported outside the revision procedure. Additional information was received that this rv lead was capped due to a gradual increase in shock impedance measurements. No additional adverse patient effects were reported outside the revision.

Event description:
It was reported that, during the replacement procedure of the non-boston scientific device, this right ventricular (rv) lead was surgically abandoned due to a product performance issue. This lead was successfully capped and a new lead was implanted instead. No additional adverse patient effects were reported outside the revision procedure. Additional information was received that this rv lead was capped due to a gradual increase in shock impedance measurements. No additional adverse patient effects were reported outside the revision.

Manufacturer narrative:
Follow up report 2 (device evaluation): this product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in low-voltage shock impedance (lvsi) measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high-voltage shock impedance (hvsi) measurements and reduced shock efficacy.